Manufacturer narrative:
No conclusions can be made. The patient¿s attorney alleges multiple post-op complications including seroma, adhesions, and hernia recurrence. The instructions-for-use supplied with the device lists seroma, adhesions, and hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. H11: this is an addendum to the initial emdr submitted on 20-may-2020. This supplemental emdr is submitted to correct previously reported information in the h.10 field. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2005, the patient underwent repair of an umbilical hernia. The patient was implanted with a perfix mesh. Sometime after the initial repair, the patient began experiencing abdominal pain. On or about (B)(6) 2016, the patient underwent a CT scan of her abdomen and pelvis due to periumbilical pain. On or about (B)(6) 2016, the patient underwent drainage of her umbilical area seroma due to chronic seroma in the umbilical area. On or about (B)(6) 2016, the patient underwent an exploratory laparotomy and excision of the contracted perfix mesh located in her left upper quadrant. The operation uncovered adhesions to the anterior abdominal wall of the omentum with minimal tethering of the transverse colon and the patient was then implanted with a non-bard mesh. It is also alleged that the patient experienced recurrent and chronic abdominal pain, hernia recurrence, and seroma, and had to undergo several surgeries. Attorney alleges that the patient has suffered and will continue to suffer severe physical injuries, pain and suffering, emotional distress, mental anguish, past and future medical expenses and costs associated with the care and treatment of her injuries, and other damages. It is also alleged that the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges chronic seroma, adhesions, abdominal pain, hernia recurrence, contracted mesh, subsequent surgical intervention for mesh removal and general allegations for "past, present and future damages, pain and suffering, permanent injury", however, no details have been provided. Hernia recurrence, seroma and adhesions are known inherent risks of hernia repair surgery and are identified as potential complications in the instructions-for-use. No medical records, autopsy, or death certificate have been provided. Information provided by the patient's attorney is limited and review of the IFU does not identify a root cause of the patient's alleged post-op complications. A review of the manufacturing records is being performed; should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2005, the patient underwent repair of an umbilical hernia. The patient was implanted with a perfix mesh. Sometime after the initial repair, the patient began experiencing abdominal pain. On or about (B)(6) 2016, the patient underwent a CT scan of her abdomen and pelvis due to periumbilical pain. On or about (B)(6) 2016, the patient underwent drainage of her umbilical area seroma due to chronic seroma in the umbilical area. On or about (B)(6) 2016, the patient underwent an exploratory laparotomy and excision of the contracted perfix mesh located in her left upper quadrant. The operation uncovered adhesions to the anterior abdominal wall of the omentum with minimal tethering of the transverse colon and the patient was then implanted with a non-bard mesh. It is also alleged that the patient experienced recurrent and chronic abdominal pain, hernia recurrence, and seroma, and had to undergo several surgeries. Attorney alleges that the patient has suffered and will continue to suffer severe physical injuries, pain and suffering, emotional distress, mental anguish, past and future medical expenses and costs associated with the care and treatment of her injuries, and other damages. It is also alleged that the device was defective.